Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after initial implant, it was noted that the right ventricular lead had dislodged. The patient was brought in for revision. During the procedure, it was noted that the suture sleeve had been tied down too tightly resulting in an insulation breach. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.